Event description:
It was reported that a malfunction occurred, identified by a displayed malfunction code. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating no adverse impact on the customer's levels. Technical support provided pump reset information by email, as the customer did not have a charger, and the customer was instructed to reset the pump when possible and to call back if the malfunction occurred again.